Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of tubing defective could not be verified due to the product not being returned for failure investigation. Device history record review could not be performed because the material number lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd alaris¿ pca microbore set tubing cracked at the y-site connection and leaked saline during the infusion. This occurred with 4 separate sets. The following information was provided by the initial reporter: "we have had four different pca administration microbore tubing segment sets crack while infusing on four separate occasions. The tubing sets all have visible cracks in the same location on each set, causing IV fluids to leak out and putting the patient at risk for infection. The cracks happened at the y connection piece on the neck of where it joins with other tubing.". Attempt (after being disconnected from the patient) to flush out the meds of the cracked tubing before wasting the tubing. Saline shoot out of the cracked portion of the tubing. Not only is this a huge safety risk because of infection but it required all meds running on that tubing to be taken down and replaced, putting this patient at risk for critical glucose drops and increased pain."